Event description:
It was reported that the "no condition met" steady alert tone had been going off over 20 times per day for several months, and there was a device malfunction or possible faulty alert circuit. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: it was reported that the "no condition met" steady alert tone had been going off over 20 times per day for several months, and there was a device malfunction or possible faulty alert circuit. The device was explanted and replaced. No patient complications have been reported as a result of this event. Electrical tests performed; actual device involved in incident was evaluated. Mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Malfunction, defective device.